Manufacturer narrative:
(B)(4).

Event description:
New information states the implantable cardiac monitor was explanted. No additional information was provided.

Manufacturer narrative:
Analysis was normal. No anomalies found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable device cardiac monitor exhibited a pause event or loss of egm electrode contact with pocket. No patient symptoms were reported. No intervention was reported.